Event description:
In 2009, the pt's sister reported the pt's insulin infusion device will not turn on after she has tried several batteries. She stated the pt's device fell out of his pocket while he was in bed and had an impact. He woke up feeling ill and with a blood glucose reading of 571 mg/dl because his device had no power after the fall. His normal range is 130-150 mg/dl. She treated the pt's reading by delivering 40 units of insulin via injection. She said she has been unable to get the device to power on. She stated the device does not beep or vibro-alarm when she inserts a battery. She stated the pt will switch to injection therapy until a replacement device is received. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.